Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had no power and the battery compartment was cracked. No damage to the battery cap was alleged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-jun-2019 with the following findings: during investigation, the black box download verified a pump reboot on the date of the event ((B)(6)2019). The pump was returned without the battery cap. A test battery cap was used for all testing. The test battery cap attached securely to the pump. The pump was exercised for 12 hours with no power issues or alarms occurring. The pump was opened and there was no damage or moisture found to the power circuit. The allegation of a power issue was no confirmed, however, damage to the battery compartment was confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.